Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, a gastroscopy was performed where a knot was found at the end of the jejunal tube and it was removed. On (B)(6) 2022, it was reported that the sample was received with a knot in the j-tubing and a bezoar around the knotted portion of the j-tubing.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. Peg-j system was received. Peg-j tubing were both received cut into two portions. The major returned portion of peg-tubing was received attached to the y-connector with the fixation screw attached. The major portion of j-tubing returned was attached to click adaptor. Click adaptor was received detached from the y-connector. External fixation plate was returned. Minor portions of peg tubing (with internal retention bumper attached) and j tubing (with bolus present) were received. A knot and bezoar were observed in the minor portion of j-tubing near the bolus. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.